Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (no image) was not duplicated, and also found that the locking lever of the video connector socket was broken due to the excessive stress to the video connector socket, but the connection was possible. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device was not displayed when three camera heads were each connected to the subject device, and also found that the unsupported scope error e315 occurred on the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomena (no image and error e315) were attributed to the malfunction of the locking lever of the video connector socket, which might be caused by the aging deterioration of the locking lever or the user's forcibly removing it even though it was locked. In addition, it was surmised that the reported phenomena occurred because the connection with the endoscope became unstable because the locking lever could not be locked properly. If additional information is received, this report will be supplemented.